Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed intraoperatively due to capsule break. The event was also described as "lens would not unfold." Reportedly the surgeon encountered some difficulty positioning the lens. The lens was removed and another model lens was implanted successfully. This report pertains to the patient's right eye. Please reference MDR # 2031924-2013-00157 for the delivery device.